Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from feb 14, 2017 to feb 13, 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction: device availability: the device availability date was incorrectly documented on the previous report. It has been updated as mar 13, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device. During the pre-repair diagnostics assessment, it was determined that the device failed for check saw blade coupling, check oscillation frequency. Min 10800 - 14200 osc/min and for check performance. It was further determined that the coupling tool side was outside of the specification. This investigation is ongoing and the root cause has not yet been identified. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Evaluation update: upon further investigation, it was determined that the assignable root cause was determined to be due construction/design false defective issue. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device did not work properly. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.